Manufacturer narrative:
Correction is made to the return date of the device. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There is no available repair history for this device. For the sticking of the power button, it is likely that the switch part was damaged by the long use. It was confirmed that the design change was carried out as the resistance improvement to the damage of the power switch. Countermeasures have been shipped since november 18, 2013. It is highly probable that the high brightness detection lever was worn out due to a large load that deviated from the recommended usage conditions (which was applied several times from the outside). For the lamp light intensity out of specification (use of a lamp for more than 500 hours) it is highly likely that the user did not notice the description in the instruction manual (or ignored the description) and continued to use it beyond the estimated time for replacing the lamp. If it exceeds 500 hours, there is a possibility that the light amount standard is exceeded. For the corrosion in the insufflation tube it is highly probable that the tube deteriorated and corroded due to long-term use. For the front panel damage, it is unlikely that it would be damaged under normal use, and it is likely that a large load outside of the recommended usage conditions was added instantaneously from outside. For the corrosion of the chassis it is assumed that "contact with water" which is out of the recommended usage conditions occurred and it is highly likely that it has corroded. The instructions for use includes the following statements: power switch sticking. Before each procedure, inspect the light source as instructed below. Should any irregularity be observed, do not use the light source and see chapter 8, troubleshooting. If the light source with any irregularity is used, the light source may malfunction or be damaged, and an electric shock and/or burns can result. Wear of the high brightness detection lever. Never apply excessive force to connectors. This could damage the connectors. Lamp light intensity out of specification (use of a lamp for more than 500 hours) when the "500 h" indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, replacement of the examination (xenon) lamp. Front panel damage. Do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons. Do not place any equipment other than the video system center on the top of the light source. Equipment damage can result. Place the light source on a stable, level surface using the foot holders (maj-1205). Otherwise, the light source may topple down or drop, and operator or patient injury may occur, or equipment damage can result. Do not wipe the external surface with a hard or abrasive wiping material. The surface will be scratched.

Manufacturer narrative:
Due diligence was executed for this event. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. The device has an old version main switch, which was broken. In addition, the front panel is damaged, heavy corrosion on chassis, corrosion in the air tubing, and worn out scope socket slider switch is causing intermittent use of high intensity mode. The lamp use is over 500 hours with light output out of specifications. Device evaluation could not conclude the cause for the broken switch.

Event description:
As reported for this event, during preparation to use for the day, the power button became stuck when the staff tried to turn on the device. After a few attempts on pushing the button stuck in the device the power was able to turn on. There was no residue making the button stick was noted on the power button. The device was inspected and there was no other damage or abnormalities observed. There was no patient involvement for this event.